Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. Legal manufacturer: (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
During service, the system required a restart resulting in a loss of mechanical ventilation. There was no patient involvement.